Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - during a follow-up, when the impedance tests were performed, the lv impedance was 2550 ohms. The lv capture threshold was high. After the capture test, the impedance test was performed again, an the lv impedance was higher than 3000 ohms. The physician decided to scheduled an x-ray to (B)(6) 2015 to compare the actual position of the lv lead with the initial one and evaluate a possible revision. This is all of the available information at this time. Should additional information become available, this event will be updated.